Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient was presented via merlin.net transmission. Review of the transmissions revealed excessive drop in battery longevity. The device was undergoing excessive depletion that could not be explained. Device replacement was suggested. The device was explanted and replaced. The patient was doing well post-procedure.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and high current drain was noted originating from an anomalous rf module. The cause of the premature battery depletion was due to high current drain from an anomalous rf module.